Event description:
It was reported that during a da vinci-assisted unspecified urology surgical procedure, the customer encountered repeated a non-recoverable error 26002. The customer power cycled the system and it powered back on with error 319. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors on the universal surgical manipulator (usm) acc node. Tse recommended completing the procedure with 3 remaining arms; however, the customer needed 4 arms for the procedure. The customer elected to use another patient side cart (psc) for the procedure. Isi followed up with the initial reporter and confirmed that the procedure was completed robotically using second psc with no injury to the patient.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit failed in normal mode and it generated a 319 fault on acc. Rolling loop fiber cable was damaged and curled up inside the spar link. As a fix, the rolling loop assembly will be replaced.